Event description:
Information received indicates while performing a preventive maintenance check, the technician found that the ground resistance was out of normal range.

Manufacturer narrative:
The technician isolated the issue to a loose ground pin on the power cord plug. The technician replaced the power cord plug to repair the bed.